Manufacturer narrative:
As per the rental technician who swapped the device, arjo was not responsible for installing the system. The staff noticed the bang and sparks when the wire snapped. The review of post market surveillance data revealed the power cable might have been caught under the bed frame or the safety side panel, causing the cable to be snapped. The customer did not confirm if the cable management system was in use during the event. However taking into consideration the result of the evaluation and the review of the complaints, we can conclude that the root cause is the cable management system not been used by users. The auralis instruction for use (IFU) 04.ai.00en 07 dated 2024-02 states: ¿the power cable must be positioned in the cable management on the left side of the auralis mattress¿. This document describes and provides graphical images showing the cable management and instructions on how the power cord should be positioned using the cable management. Apart from using the cable management system, the cable position should be checked to avoid collision with bed moving parts. The IFU warns "to avoid falling and injury, make sure that cables and the tube-set are positioned correctly and are clear of moving bed mechanisms or other possible entrapment areas". Arjo device failed to meet its specifications since sparks were coming from the power cord. The device was used for the patient treatment during the event. The complaint was decided to be reportable due to allegation that the sparks were coming from the power cord. No injury was sustained.

Event description:
The customer claimed that the auralis power cable had snapped and shocked. The patient was on the device when the event occurred. No injury was sustained. During the onsite visit, the technician was informed that the pump exploded. The staff claimed there was a bang, which would have been the wire breaking and the live part catching the metal bed frame. The evaluation performed in the arjo decontamination centre revealed that the power cable was found to be stretched and broken, with the live wires visible.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.

Event description:
The customer claimed that the auralis power cable snapped and the sparks were coming from the power cord. The patient was on the device during the event occurred. No injury was sustained. According to the rental technician the issue might be related to the cable management system not used during the event. The power cable was found to be stretched and broken. As per rental technician the cable might have been caught under the bed frame causing the cable to be snapped and sparks were visible.